Manufacturer narrative:
The onset of the patient's chronic driveline infection is reported under MFR # 2916596-2020-00805. The patient's recent hospitalization for ventricular tachycardia is reported under MFR # 2916596-2020-00815. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was unknown. The patient reportedly had a slow decline in the setting of a chronic driveline infection. The patient was recently hospitalized in (B)(6) 2019 for difficult to manage ventricular tachycardia and was discharged to home with hospice where he expired. The device was not explanted.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the site stated that the patient's death was not related to his left ventricular assist device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the pump and the patient¿s expiration could not be conclusively determined through this evaluation. The account communicated that the patient¿s expiration was not device-related and the device would not be returned for evaluation. No further information was able to be provided. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.